Event description:
An international distributor reported a customer's AED would not power on and their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Review of the electronic logs identified no indication that the battery was not properly latched. On (B)(6) 2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED and it powered on.